Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following an implant procedure the patient was experiencing loss of sensation in his legs. It was also reported that hematoma had developed around the lead in the epidural space. The physician believed that the hematoma was not device related but surgical related. The patient underwent an explant procedure. The patient was doing well postoperatively.